Event description:
It was reported that a spectrum pump had system error 322 occur while in use on a pt in the trauma unit. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 322 could not be reproduced, but was confirmed through review of the event history log. This condition was caused by loose upper latch switch bracket screws. The upper auxiliary assembly was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.